Event description:
The lay user/pt contacted lifescan (lfs) alleging the one touch ultrasmart meter would not start the test. On march 17,2006 at 3:00 am the pt woke up but was feeling faint. He attempted to test his blood glucose level but did not get a result after the sample was applied to the test strip. The 'apply sample' icon remained displayed on the meter. The pt ate food, but does not remember what she ate. Because he was feeling faint, family members contacted emergency services. The paramedics did not test the pt's blood glucose, and transported him to the hosp. In the emergency room the pt's blood glucose level was tested to be 97 mg/dl. The pt was treated with orange juice and jello. His blood glucose level was retested one hour later to be 124 mg/dl. The pt tests his fasting blood glucose levels, whith expected results between 80 mg/dl and 90 mg/dl. He takes insulin, type not specified, 10 units in the morning and 10 units in the evening. The pt does not adjust his insulin regimen based on meter readings. The pt does not have a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct. The cca talked the pt through successfully performing a blood glucose test with a result of 185 mg/dl. Quality control testing was performed during the call with passing results. The meter, strips and control solution were replaced. The pt became hypoglycemic, was unable to obtain a blood glucose result on the reported meter because the test would not start, and required emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.